Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pockets were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the several pockets were not detected on bus. A field service engineer (fse) identified that the main drawer 2.1, row a was failed to show on the map. Initial inspection revealed no visible damage or defects to the row board cable, cubie tray, or pockets. Fse reseated the row board cable and the retractor band and verified the functionality. The system functioned as intended after the field service engineer repaired the device.